Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was still intact and did not notice any external damage. The device history log showed there was a pump motor drive phase b post error in history. The customer stated problem could not be verified after flow and occlusion tests. It was found after checking alarm history noticed a low battery alarm just before the pump motor phase b post error. The root cause was attributed to the customer. The tech performed pm on pump. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported the device motor drive phase b failure. No patient injury reported.